Event description:
Spontaneous, pt reporting that freedom edge pump is broken. Small metal piece where track lies is misaligned and pump does not press on syringe as intended, noticed near the end of last infusion and had about 10 mins left that it took way longer to finish remaining and then noticed that metal piece in the pump was broken/misaligned. No further information provided. Edge pur111 return box was delivered to patient on (B)(6) 2022 and patient sent malfunctioning pump back to us. We did send a replacement edge pump for the patient that arrived on (B)(6) 2022. Product issue did not cause or contribute to patient or clinical injury. Patient noted malfunction during infusion but was able to complete entire infusion per notes. No further information at this time. No missed doses were reported. No adverse events were reported. Reported to cvs/caremark by: patient/caregiver.